Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic showing non-sustained rv oversensing on the ventricular channel due to myopotentials. Programming changes were made. Patient was stable before, during and after the event. Device remains implanted.